Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 536220. The suction tube was properly welded to the threaded ferrule prior to breaking. The root cause of the damage is unknown but may be the result of shipping damage or human error during cleaning. (1) sample of 536220 lot a9 was received for evaluation. Inspection of the welding under magnification confirmed that the device was assembled correctly , and the welding operation was completed an annular ring exists around the suction tube where it was connected to the threaded ferrule. The threaded ferrule was still attached to the handle. Removing the threaded ferrule from the handle required excessive force and may be the result of over torqueing. The over torqued attachment may have contributed to the failure during disassembly- e.g. Rotating the tube instead of the knurled ferrule. The specific root cause cannot be determined from the sample provided. A dimensional inspection was not required as part of this investigation. The device is not functional in current state. No confirmed complaints were received in this range with the same issue. The suction tube was properly welded to the threaded ferrule prior to breaking. The root cause of the damage is unknown but may be the result of shipping damage or human error during cleaning. A replacement should be issued.

Event description:
It was reported that the welded portion of the tube completely broke off and separated from the instrument upon first use. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the welded portion of the tube completely broke off and separated from the instrument upon first use. There was no reported patient injury.